Event description:
Caller alleged blood glucose test results of "700 and 800" mg/dl on the aviva system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". No adverse event reported. A request was made for the return of the system, and replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.